Event description:
It was reported that during a thyroidectomy procedure, the device broke in the middle, during the procedure. Another device was used to complete the case. There was no patient consequence.